Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient wanted the devices explanted due to being uncomfortable even when the device was turned off. It was unknown if there was any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if there was any diagnostic or troubleshooting performed. It was unknown what actions or intervention were actions to resolve the issue. It was noted the issue was resolved at the time of the report. It was noted surgical intervention did occurred. The rep stated the patient had a trial on (B)(6) but did not get implanted until (B)(6) 2018. The patient complained about the sensation of the device and stated it caused pain. The rep stated she never turned it off soon after post implant and decided to have it removed. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.